Manufacturer narrative:
The insulin pump alarmed motor error alarms during rewind due to motor encoder signal out of phase. Unit had broken battery tube threads, cracked reservoir tubulin and scratched lcd window. Unable to perform the excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was performed. The device was returned for analysis.